Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal and mid right coronary artery (rca). An 8mm x 3.50mm nc quantum apex balloon catheter was advanced for dilation. However, upon the 3rd inflation, the balloon ruptured at 22 atmospheres after a duration of 20 seconds. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. There were numerous hypotube kinks. Microscopic inspection revealed inner shaft damage (flattened) 15mm in length, from the distal markerband to the proximal markerband. The balloon was loosely folded. Microscopic inspection found a longitudinal burst in the balloon material starting 9mm from the tip of the device and 14mm in length. Microscopic inspection found no irregularities with the bond of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter." (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal and mid right coronary artery (rca). An 8mm x 3.50mm nc quantum apex balloon catheter was advanced for dilation. However, upon the 3rd inflation, the balloon ruptured at 22 atmospheres after a duration of 20 seconds. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.